Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus could not be conclusively determined.

Event description:
During the procedure, after ablating around the right pulmonary veins and completing the anterior side of the veins, it was noted via intracardiac echocardiography that thrombus was formed at the tip of the catheter. The catheter was then pulled back into the introducer and the thrombus dislodged and went into the left atrium. The procedure was stopped and the patient was woken up to confirm the clot did not cause a stroke. Once the catheter was removed, it was flushed to see if any ports were obstructed or not functioning, however no performance issues were noted. It is unknown what caused the thrombus.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of thrombus formation remains unknown.